Event description:
Clinical narrative: the reported event involves hemolysis in a 61 year old male patient receiving impella cp support for ami with cardiogenic shock, identified by tinged urine and hemolyzed laboratory values during support. Contributing factors may include deep pump position within a small left ventricle. Pump repositioning and flow reduction did not resolve the hemolysis, and the patient remains on support at the time of reporting. Device evaluation is pending receipt of the returned product and review of requested download data; therefore, device outcome involvement and root cause remain undetermined.

Manufacturer narrative:
The hemolysis did not resolve. The labs were hemolyzed and the pump is no longer available for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the mechanical interaction with blood and hemolysis was not determined due to no product returned, no data logs recovered, and insufficient clinical details. The cause of the device in wrong position was patient condition related due to the patients noted small left ventricle.

Manufacturer narrative:
D6b updated. Corrected data: d4 serial and UDI numbers updated. The investigation is still ongoing.